Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that there was a small infliction in the battery depletion which could not be determined if true positive. Device replacement was recommended. Subsequently, this ICD was explanted, replaced with different model and returned for analysis. No additional adverse patient effects were reported.